Manufacturer narrative:
Philips service replaced the suite pc, resolving the issue with no recurrence reported. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the suite pc rebooted during diagnosis and treatment on a azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.